Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter, that the patient has been having "shocking feeling in upper body and involuntary jerking movements. Pt had this happen and fell and had to go to the ER." The device is still in use. No further patient complications have been reported as a result of this event.